Event description:
During a carpal tunnel release procedure, tissue around the cannula was damaged. A back-up device was available. There was no report of additional steps needed with regard to the cannula damaging the tissue around it.

Manufacturer narrative:
The device was manufactured in 2002 and is six years old. It is out of round due to wear and tear.